Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with jaws partially closed and the rotation tab bent. The sample appears used as there is biological material present on the jaws. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears were intact. The first clip was unable to load properly as it had a broken hook. The jaws did not open fully , and resistance was felt upon completing the trigger cycle. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. Two of the feeder tabs were severely bent due to the clip stacking. The jog (jaw-opening-gizmo) was not completely flush with the jaw legs which prevented the jaws from opening to full aperture. The clip stacking prevented the clips from properly loading into the jaws. The sample was received with 9 clips remaining in the channel, indicating that 6 clips were fired by the end user. A CAPA has been opened to further investigate this issue. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip broken" was confirmed based upon the sample received. The device was returned with the jaws partially closed and the rotation tab bent. Upon functional inspection, the first clip was unable to load as it had a broken hook. It was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws of the device. The clip stacking can also cause the clips to break in the channel, as observed in this sample. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the clip broke.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73m1800229 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke.